Event description:
"Unable to confirm ventricular capture on magnet egm. Patient having bigeminal ventricular ectopy. Could be the ventriicle is in reffactroy still." Australian event. Lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).